Event description:
Knee infection following revision tka.

Manufacturer narrative:
Catalog numbers and lot codes of other devices listed in this report: cat. No.: unk, unknown scorpio femoral, lot code: unk; cat. No.: unk, unknown scorpio tibia , lot code: unk; cat. No.: unk, unknown scorpio patella , lot code: unk. At this time, it cannot be determined if these devices may have caused or contributed to the patient¿s experience. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Device not returned to manufacturer.